Event description:
Found heparin at the beginning of my shift to be running at 80 units/hour. Orders indicate heparin should have been running at 800 units/hour. Medication was started at approximately 2000 hours. Patient required a medication bolus. A two nurse check was not performed when the pump was programmed as per the policy. No permanent injury to the patient.